Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited high lead impedance. On (B)(6) 2017, the patient presented in clinic for follow-up. Upon interrogation, the lead exhibited high capture thresholds along with the high lead impedance. On (B)(6) 2017 the lead was capped and replaced. The patient was stable following the procedure.